Event description:
It was reported that the capture threshold had increased. The patient had a heart transplant and the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.